Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported that the left front caster came off the base which could cause the unit to tip or fall causing injury. There was no report of patient involvement.